Manufacturer narrative:
The reported event of the setscrew could not be untightened resulting in the inability to remove the lead from the header was confirmed. Analysis revealed the user of the torque wrench completely stripped the setscrew inset. When the inset walls are being stripped the wrench cannot engage them to untighten the setscrew. There was no foreign material or any type of blood in the inset that would cause the wrench to strip the inset. Stripping was caused by the user¿s incorrect use of the torque wrench. No device anomalies were found. The setscrew anomaly was consistent with having occurred during the procedure.

Event description:
It was reported that during the procedure for device replacement due to normal elective replacement indicator (eri), the set screw was unable to be loosened resulting in the inability to disconnect the right atrial (ra) lead. The ra lead was capped to resolve the event. The patient was in stable condition.